Manufacturer narrative:
A product development investigation was performed for the subject device (stenofix implant holder, part number 03.620.525, lot number 7600947). The subject device was returned with the complaint condition stating: reported issue: it was reported that the receiving loan set from distributor orthokit centre specialist checked it and finded out broken on the weld tip holder. Item is jj property. No surgical delay is reported. There is no patient involved. Conclusion: on the part returned, 03.620.525 stenofix implant holder, is the tip, component 60059925 guide to implant holder, broken off at the laser welded connection. The laser welding seam is manufactured at component 60059930. I accordance to the inspection protocols of the DHR the first and last part of every order have been tested with a torque measuring equipment. Further a 100% check by microscope has been executed to make sure that the laser welding seam has no cracks. On the laser welded connection the inner and outer diameter of the two components has been measured. The results are within specification. After welding and assembling 03.620.525 stenofix implant holder are tested with functional gage 60069441 which is simulating to attach an implant. A failure or are a missing laser welding seam would be detected at stage of production and before lot release. It has been determined that mechanical overload was leading to the breakage of the 03.620.525 stenofix implant holder. No production failure has been found during manufacturing investigation. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Implant and explant dates: device is an instrument and is not implanted / explanted. Initial reporter contact number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 03.630.525, lot# 7600947. Manufacturing location: (B)(4)\, manufacturing date: jan 26, 2012. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that upon receiving the loan set from distributor, (B)(4) specialist found that it was broken on the weld tip holder. No patient involvement reported. This report is for one (1) stenofix implant holder. This is report 1 of 1 for (B)(4).